Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was identified in the follow-ups that the patient dislocated due to forced manoeuvre. However, it cannot be confirmed without medical records. Hence, a definitive root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being sent to relay additional information. Concomitant medical products : 11-105913, arcom 28mm rngloc lnr, lot unk, 11-104107, mlry-hd por fmrl 7x140mm, lot unk, 13-104150, m/h 3hole rlc shl nrs 50mm/l23, lot unk.

Event description:
Patient was revised due to dislocation that occurred due to a forced maneuver generated by the patient. A contributing factor was liner wear. No further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk. Item # unk, hip-unknown-liners-unk, lot # unk. Report source: the event occurred in (B)(6). Multiple reports have been issued for this event. Please see associated reports: 0001825034-2019-01260, 0001825034-2019-01262.

Event description:
It was reported that a patient was revised approximately 9.5 years post implantation due to unknown reasons. The cup, head, and liner were revised. Attempts have been made, and no further information has been provided.